Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent extreme lateral interbody fusion (xlif)/posterior surgery with fused t10-l5. Post-op, patient complained of vertebral body collapse. Patient alleged it as very deformed, need revision, pso from t-3 to sacrum, all posterior, one surgery. Patient reported that "it was a result of l1/l2 vertebra that have moved forward and to the side, not a broken rod but I was pretty much like that out of the gate after my first surgery; it's just progressed." By the time I have another CT myelogram (sp) 6 weeks before surgery, it can't be squeezed in. So, it's january or later. In the meantime I am allowed no pain meds so what I receive in the hospital is most effective (or so I'm told); and I can get off them easier."